Event description:
The event happened while a (B) (4) sales representative was showing two nurses how to operate the ceiling lift. The representative was demonstrating the track coverage in the room and he moved the lift towards the end of the track. The end stopper and cassette came off. No injuries were reported. (B) (4).